Event description:
Lead dislodged after pocket closure. Physician attempted to reposition the lead but it seemed to be sticking and appeared to come apart when physician pulled on it. Lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. During the visual inspection, a deformation of the fixation helix, a 10 cm distal to the is-1 connector from the lead body retracted insulation, the in this region stretched conductor coils as well as an in the medial and distal lead area damaged and pulled over itself insulation were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Damaging the fixation helix, conductor coils and the insulation requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that forces applied during the explantation procedure contributed to this observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.